Manufacturer narrative:
Date of event: true event dates are unknown. Event date is estimated to the date (december 5, 2020) the journal article was available online. Citation: kurtz, j., buy, x., deschamps, f., sauleau, e., bouhamama, a., toulmonde, m., honore, c., bertucci, f., brahmi, m., chevreau, c., duffaud, f., gantzer, j., garnon, j., blay, j., & gangi, a. (2021). Cryodesmo-o1: a prospective, open phase ii study of cryoablation in desmoid tumour patients progressing after medical treatment. European journal of cancer, 143, 78-87. Https://doi.org/10.1016/j.ejca.2020.10.035.

Event description:
It was reported via journal article "cryodesmo-o1: a prospective, open phase ii study of cryoablation in desmoid tumour patients progressing after medical treatment" patients experienced pain, paresthesia/dysesthesia/neural impairment, oedema, skin burn, rhabdomyolysis (cpk increase), bleeding, asthenia/fatigue, elevation of liver transaminase, hyperleucocytosis, malaise, stroke, acute renal failure, bowel stoppage, heart rhythm disorder. The study population included patients who pathologically confirmed extraabdominal desmoid tumors, progressive disease (pd) after at least two lines of adequate medical therapy [including tamoxifen, non-steroidal anti-inflammatory drugs (nsaids) or chemotherapy], functional symptoms and/or pain not controlled by adequate pain medication including narcotics, unresectable tumor or tumour amenable only to mutilating surgery deemed and patients with modified (m) recist 1.1 criteria stable disease. The primary study endpoint was non-progression rate at 12 months. Secondary end points were non-progression rates at 6 and 12 months according (mrecist) and (MRI), safety [nci ctcv4.0)], and functional status and pain. Between may 2015 and november 2017, 50 patients were included in the study. 45 were treated in a single procedure, whereas 5 had a planned two-steps cryoablation. The median duration of hospitalization for the procedure was 4 days. The mean age was 41 y.o. (19-73). The median number of prior treatments was 2.00 [1-4] including non-steroidal anti-inflammatory drugs (nsaids), hormone therapy, chemotherapy, and anti-angiogenics. Tumour location included limbs (36%), trunk (60%), and cervical area (4%). The median tumour largest diameter was 89 mm. Cryoablation procedures were performed using visual ice machine [if (CT) guidance] or a MRI-seednet machine (if MRI guidance), four types of sterile, disposable 17-gauge cryoablation probes (icesphere, iceseed, icerod and icerod plus). Cryoablation was performed percutaneously under general anaesthesia, under CT or MRI guidance with cryoprobes placed at a distance of 1.5 cm between each other. Two 10 min freezing cycles, separated by a passive 10 min thawing periods under repeated imaging controls to monitor the iceball volume, which had to exceed the tumour limits by 10-30 mm in all planes at the end of the second freezing cycle. Active cryoprobes thawing was performed to ensure their rapid removal. After the procedure, patients were hospitalized for 2 days to monitor and prevent pain and/or side-effects and discharged at day 3 whenever possible. 42 patients experienced grade 1 or 2 side-effects. 15 patients had grade 3 or 4 most of them resulting from cryoablation of large tumors and having a favorable outcome over time. The median delay to the onset of grade 2-4 side-effects was 2 days. Transient pain, peripheral nerve impairment (paresthesia, peripheral nerve palsy), edema, musculoskeletal impairment, rhabdomyolysis and skin burn. Overall, 15 patients experienced paresthesia/dysesthesia/neural impairment, skin burn, bleeding, asthenia/fatigue, elevation of liver transaminase, hyperleucocytosis, malaise, stroke, acute renal failure, bowel stoppage, heart rhythm disorder. As well as acute toxicity [pain, increase in creatine phosphate kinase (cpk), oedema] which were managed during hospitalization by ensuring sufficient hydration, intravenous (i.v.) Analgesics and careful monitoring until patients discharge.